Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced issues with the processor contacting his skin interfering with use of the device. The patient was treated with steroid injections 4 times; however the issue could not be resolved. There are plans to reimplant the patient; however it has not occurred as of the date of this report.

Manufacturer narrative:
It was reported the patient was placed under general anaesthetic in order to undergo skin revision surgery during an abutment change. This report is filed on april 09, 2019.